Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) was demonstrating increased impedance and threshold measurements since november (november-489 ohms/1.2v, january 4th-1361 ohms/2.6v, and january 12th-2111 ohms/3.0v). It was also reported that the r waves were noted as normal and there were no episodes.